Event description:
Pt underwent cataract surgery and implantation of a staar model aq-2010v intraocular lens with the power of 23.5 diopter in their left eye. The description of the incident stated by dr was that during the surgery there was a posterior capsule tear which he felt was due to the lens. A vitrectomy was performed. The dr stated that the pt also experienced macular edema and had some vitreous loss. The pt is doing fine now.